Event description:
A 5 mm diameter x 12 mm length racer biliary stent delivery system was inserted into a patient for the treatment of a right renal artery stenosis. It was reported that the patient's iliac vessels were severely calcified with no tortuosity. The lesion was pre-dilated. It was reported that while the physician was advancing the stent delivery system the guide catheter was backing out. The physician released the holding pressure of the stent delivery system and at that time the guide catheter moved forward and stripped the stent off the delivery balloon. The physician attempted to capture the stent with the racer balloon, however the stent was pushed into the right renal artery, the physician them removed the stent delivery balloon and inserted a 5 mm balloon. The physician was able to move the stent back to the intended lesion site and inflated the 5 mm balloon, however; the stent was underdeployed and traveled to the inferior renal artery where the stent occluded in the artery. The lesion site was treated with two additional stents. The stent remains in the inferior artery. The patient is reported to be fine with no renal issues at a two-week follow-up.